Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed however, there was no pacing inhibition. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.